Event description:
It was reported that there was a burn on the fiber optic cable during testing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.